Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted. Insulin pump had cracked display window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error while the customer was changing the infusion set and was performing the priming process. The customer's blood glucose was 160 mg/dl. The drive support cap was protruded. The discontinuation of the device was advised. Nothing further was reported.